Manufacturer narrative:
(B)(4).

Event description:
The customer¿s mother complained of erroneous inr results when the customer tested on coaguchek xs meter with serial number (B)(4). On (B)(6) 2017, the customer received and error 6 on the meter when trying to obtain a result. Upon retesting, the meter gave a result of 3.6 inr. The patient had a laboratory test 10 minutes prior using an unknown laboratory method and received a result of 2.1 inr. On (B)(6) 2017, the initial result from the meter at 2:23 p.m. Was 2.8 inr. The result from the laboratory from a sample using the dade innovin method obtained at 2:23 p.m. Was 2.1 inr. No treatment was required. The customer¿s therapeutic range is 2.0-3.0 inr. There was no allegation that an adverse event occurred. The customer feels fine. The meter has not been cleaned. The customer is not taking any new medications, has had no new illnesses and no bleeding or bruising. The customer is not anemic, has no polycythemia, is not on heparin or direct thrombin inhibitors and has no antiphospholipid antibodies. The meter and strips were requested for investigation. Replacements were sent. Relevant retention test strips (lot 186865-24) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The meter and test strips were returned. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.8 inr. Donor #2 inr: 2.0 inr. Donor #1 hct: 37%. Donor #2 hct: 50%. Donor #1: master lot: 2.8 inr. Donor #1: customer's strips and meter: 2.7 inr. Donor #2: master lot: 2.0 inr. Donor #2: customer's strips and meter: 1.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and retention material meet the specification. A specific root cause was not identified for this event. None of the customer's medications are known to interfere with the accuracy of test results. The error 6 alarm was not reproducible during the investigation.